Manufacturer narrative:
One current pfa generator was received for evaluation. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed, and no non-conformances associated with the reported event were identified.

Event description:
During a pfa procedure, a "noise" was heard from the current pfa generator and a message "volt generator hardware error. Please reboot" was displayed on the ensite system. Troubleshooting included multiple reboots of the generator with and without devices or cables connected, as well as trying different power outlets, but the issue persisted. It was noted that the standby button was not on during bootup. The issue could not be resolved and the procedure was cancelled. There were no adverse consequences for the patient.